Manufacturer narrative:
(B)(4). Concomitant medical products : 41010  calibrated drill 4.3mm 712610 , 14-410002 bead tip gd wire 2.6mm x 80cm 775560 , 14-440041 7mm x 200mm cannulated drill 555790  , 14-405028 ti-dble lead cort 5.0x28mm scr 264030 , 14-405028 ti-dble lead cort 5.0x28mm scr 412620 , 14-405050 ti-dble lead cort 5.0x50mm scr 523980 , 14-405044 ti-dble lead cort 5.0x44mm scr 208800 , 14-405065 ti-dble lead cort 5.0x65mm scr 756910 . If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was considered confirmed as the radiographs show as slight deformity suggesting a nondisplaced fracture. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient sustained mechanical breakage of nails in the post operative period. Post operative x rays notes lateral and posterior angulation and deformity of the nail component. Attempts were made to gain more information however, no information was received.